Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital after receiving inappropriate shocks. Upon interrogation, it was noted that the lv lead was dislodged. The physician elected to explant and replace the lv lead. The rv lead was also explanted for optimal position. The patient reported to have felt pain during sewing. The patient was stable after the procedure.